Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified lesion located in the femoral in the external iliac artery. Due to severe calcification in the right external iliac artery, severe resistance was felt advancing the otw omnilink elite 35 8.0mm x 59mm x 80cm stent delivery system (sds) and it did not reach the lesion. The stent implant dislodged from the balloon a few millimeters away from the lesion and partly in the sheath. An attempt was made to capture the dislodged stent with two different non-abbott balloons; however, these attempts failed. During the second attempt, with the balloon inside the dislodged stent, the sheath was accidentally pulled from the access site leaving the guide wire and the stent implant in the patient, resulting in bleeding in the external iliac. The bleeding was temporarily stopped by placement a new balloon catheter. The patient was then transferred for surgery where the stent implant was removed from the anatomy. The patient is reported to be feeling well and doing much better and was transferred to another hospital for a planned dialysis. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: terumo. Inflation: boston. Sheath: 6 fr cordis. The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Common device name - corrected.